Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 461 mg/dl. Customer's daughter called in and reported that her mom had a difficulty setting up a new reservoir earlier, so they came over and assisted her. Customer was just starting to setup the insulin pump after she had not used it for a couple of days. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.